Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. External insulation abrasion that breached the insulation consistent with friction to another device and/or features of the heart was found at 38.2 cm to 38.4 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.